Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the other day he had the device "tuned" because it was "shocking him too much". The patient reached out to the manufacturer representative and had the device adjusted and now he is in pain. The patient reported he is still in pain from having the settings changed. The patient has tried increasing the stimulation but when he does he can feel the stimulation in his stomach. He has tried decreasing stimulation but all it does is increase his pain. The patient did not have any other groups on his device he could switch to and had only one group. The patient was redirected to follow-up with their healthcare provider. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that an impedance check was done to ensure connections were good. All impedances were within range. A conversation was had regarding ¿shocking¿ versus ¿uncomfortable stimulation¿ and it was the representative¿s understanding that the patient was describing uncomfortable stimulation due to intensity increases based on position as opposed to a malfunctioning type shock. Positional changes were discussed with the patient. The patient¿s device was reset to a more comfortable level while in the laying down position as well as the upright position. The patient was also educated on the ability to adjust amplitude himself. It was reported that the representative believed that the issue had been resolved at the time of the report. No further complications were reported/anticipated.